Event description:
It was reported that after an uneventful ion lung biopsy procedure, the patient experienced a tension pneumothorax and ventricular fibrillation cardiopulmonary arrest. Despite comprehensive resuscitative efforts and assistance from a thoracic surgeon, the patient passed away after one hour. The patient had a history of emphysema, hypertension, and sick sinus syndrome managed with a permanent pacemaker, and had exhibited a cough and shortness of breath prior to the procedure. The pulmonologist reported that the cause of death was tension pneumothorax in conjunction with the patient¿s comorbid conditions. The ion procedure was completed as planned prior to the event and no device issues or malfunctions were reported to be associated with the event. An autopsy was not performed.

Manufacturer narrative:
The physician reported the cause of death was a tension pneumothorax and associated patient comorbidities. A review of the event was performed by an intuitive surgical medical safety officer (mso) who concluded that an elderly patient with emphysema underwent an ion biopsy procedure for a right lower lobe nodule. The patient developed a tension pneumothorax and suffered from ventricular fibrillation, cardiac arrest, and despite resuscitative efforts, passed away. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the reported pneumothorax is a known and expected complication of the procedure. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.